Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During a procedure, the penumbra coil 400 did not deploy and would get stuck on the pusher. It would not advance while attempting to load the coil. The coil was removed from the patient and the procedure continued with a different coil.